Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals were removed and the device is observed to be in good physical condition. The device's event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing, two "aa" batteries were inserted to power up the device, upon review of the testing the "double beeping" problem was duplicated. A faulty downstream sensor caused the reported problem. To address the issue, the downstream sensor was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test a double beeping alarm occurred. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.